Event description:
Same case as MFR#: 2134265-2011-02524. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). Vascular access was initially obtained via the right popliteal artery with another manufacturers' 7f 45cm introducer sheath. Another manufacturers' guide wire was advanced across the lesion and a 3.0-20, 80 wanda balloon catheter was advanced over the wire. The physician had difficulty crossing the lesion with the balloon catheter, so an inflation was made just proximal to the lesion. The balloon ruptured on the first inflation at 15atms. The device was removed and a 3.0-40, 80 wanda balloon catheter was advanced to the lesion. The balloon ruptured on the second inflation at 14atms. Vascular access was then obtained via the left brachial artery with another manufacturers' 6f 105cm introducer sheath and pre-dilation was performed with a 5.0-80, 120 wanda balloon catheter. Three wallstent rp stents were implanted and post-dilation was performed with a 5.0-80, 120 wanda balloon catheter to complete the procedure. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).